Event description:
Caller reports being unable to obtain a result on the aviva system due to an error on the device. Caller believes customer may have had low blood glucose symptoms at the time an attempt was made to use the device. At 2 hours later, customer went to a routine physician's appointment and tested 68 mg/dl on professional device. Customer was admitted to the hospital due to low blood pressure, and was treated with two tubes of oral glucose after testing 68 mg/dl. Customer was released from the hospital two days later. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.